Manufacturer narrative:
Device was used for treatment, not diagnosis. Device malfunctioned intra-operatively and was not implanted / explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The complaint indicated that the nail broke post-op requiring additional surgical intervention. Device history records review was conducted. The report indicates that the: part number: 04.027.231s , synthes lot number: l255403 , release to warehouse date: 20.jan.2017 , expiry date: 01.jan.2027 , manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing investigation: the relevant features were indentified and measured "outer diameter 17mm & inner diameter 4.4mm, both have passed the specifications according to the drawings. In addition, during the manufacturing process, both features were inspected through the inspection sheet - the other diameter 17mm was inspected 100%. Dimensional: both features were measured near of the broken region and have fulfilled the specifications. Especially, the citrus shape, where the nail was broken, could not be measured. However, during the manufacturing process the dimension of the citrus shape was 100% checked with a go/no go gage and have fulfilled its specifications. Therefore, the product was manufactured according to its specifications. Raw material certificate was checked and the used raw material has fulfilled the specifications. Based on the investigation results, this complaint is confirmed since the nail is broken as claimed by the customer. However, this complaint is rated as not valid because the relevant dimensions of the nail were measured as well as the relevant manufacturing documentation related to the article ((B)(4)) was reviewed and no manufacturing issues could be found. Since no manufacturing issues was identified and this complaint is not valid, therefore review to the specific prm and pra line is not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a nail broken in patient. Only the nail broke but the surgeon removed everything. This complaint involves one part. Concomitant parts reported: 2x unk screws, part unk, lot unk; 1x blade 04.027.035s lot. L269805. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Implant and explant dates are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was implanted with the device on an unknown date. After the nail broke, the patient underwent a revision procedure; the broken nail was extracted and replaced on an unknown date.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product development investigation was performed for the subject device: we have forwarded the received part to the responsible manufacturing site for investigation, upon visual inspection traces of use were visible and the nail is broken in the region of the citrus shape, this thus confirming the complaint description. DHR review showed no issues. The raw material certificate was checked and the used raw material has fulfilled the specifications. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Both features were measured near of the broken region and have fulfilled the specifications. Especially, the citrus shape, where the nail was broken, could not be measured. However, during the manufacturing process the dimension of the citrus shape was 100% checked with a go/no go gage and have fulfilled its specifications. Therefore, the product was manufactured according to its specifications. Based on the investigation results, this complaint is confirmed since the nail is broken as claimed by the customer. However, this complaint is rated as not valid because the relevant dimensions of the nail were measured as well as the relevant manufacturing documentation related to the article (04.027.231s) was reviewed and no manufacturing issue could be found. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Adverse event problem: result and conclusion code(s) updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant parts: 1 qty, part number 459.480, lot number 5939005. 1 qty, part number 459.500, lot number 5939915.